Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller (serial number: (B)(6). The reported event of the controller being ¿very hot¿ and all symbols being red was not confirmed. The submitted log file and the log file downloaded from the returned system controller contained approximately 3 days of data combined (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). A backup battery fault alarm activated on (B)(6) 2021 at 1:23:11 due to a backup battery load test failure. The alarm remained active until the controller was put into sleep mode after being exchanged (captured at 1:41:32 on (B)(6) 2021). The log file captured a no external power alarm due to both system controller power cables being disconnected at 1:33:07, followed by a driveline disconnect alarm due to the driveline being disconnected at 1:33:34; these events are consistent with the system controller being exchanged. The driveline was not reconnected in the log file. No other notable alarms were active in the log file. No significant temperature elevations were captured in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was tested for temperature elevations and the maximum temperature did not exceed device specifications. The root cause of the reported events could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on (B)(6) 2018. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms and alarms associated with a red heart on the system controller, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, describes the proper steps to take in case the system controller becomes excessively hot. This section also informs the user not to place the system controller on bare skin for an extended period of time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Patient weight was requested but has not yet been provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient exchanged their system controller stating it was very hot and all symbols were illuminated red. The screen stated call hospital contact. The log file captured persistent pulsatility index events prior to backup battery faults on (B)(6) 2021 at 01:23, followed by power cable disconnects, then the controller exchange at 01:34. The controller temperature was recorded in the log file as within a normal range, along with other pump parameters as follows: speed 6000, power 5.2, flow 5.9, pulsatility index 2.6. There was no difficulty completing the controller exchange, and there were no subsequent alarms. The patient came to the emergency room to get a new controller and have log files from the old controller reviewed. They insisted that the heart on controller was illuminated red, pump running symbol was green, and denied a yellow wrench symbol.